Manufacturer narrative:
Eval of the returned device found that a posterior cuff miss occurred due to the fact that the posterior cuff remained in pocket. A posterior cuff miss directly resulted in a link detachment from anterior cuff. No manufacturing issues were detected and we were unable to determine the root cause for the posterior cuff miss based on investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: cuff miss. Time of malfunction: unk. Symptoms/ae: hemostasis achieved by unk method. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, the device was returned stating "device failed". Detailed case description is unk by the site reporter. Hemostasis was achieved by unk method. During device eval in 2008, a cuff miss was found. There were no reported adverse pt effects. Though requested, no add'l info was available.